Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient presented with pre-op diagnosis: lumbar disc degeneration and foraminla stenosis at l4-5 and l5-s1. Patient underwent following procedures: 1. Right l4-5 hemilainectomy with foraminectomy. 2. Right l5-s1 hemilainectomy with foraminectomy. 3. Transforaminal interbody fusion with placement of anterior interbody cage, l4-5 and l5-s1. 4. Segmental instrumentation with pedicle screws, right l4-5 and l5-s1. 5. Right posterolateral arthrodesis, l4-5 and l5-s1. As per the op-notes: ¿¿morselized bone graft was placed in the anterior third of the intervertebral disc space along with a small piece of rhbmp-2/ acs. A size 9 cage packed with rhbmp-2 was then inserted into the anterior third midline using the c-arm fluoroscopy control. Additional morselized bone was packed in the interspace posterior to the cage and annulotomy was filled with impacted bone dowel. Next, the laminectomy was carried up along the right side to l4 and then the exiting l4 nerve was identified, it was very stenotic.¿..the inner intervertebral body disc space was packed with morselized bone graft containing a small amount of rhbmp-2. The dis space was sized to 11 mm. An 11 mm cage packed with rhbmp-2 was then inserted with stable press-fit in the anterior third midline using c-arm fluoroscopy control. ¿next, pedicle screws were placed on the right at l4, l5 and s1. .. The set screws were torqued off and posterolateral gutters packed with morselized bone graft with rhbmp-2 packed lateral to the rod. The midline was irrigated out removing all trace of rhbmp-2/¿ no patient complications were reported as a result of the event. Patient tolerated the procedure well. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.